Event description:
A report was received that the patient was experiencing discomfort and had a small lump at the incision site. A suture had not dissolved on the pocket site and the physician confirmed a suture granuloma. The physician believed that the event was not device related. The patient underwent a revision wherein the physician took the suture that was encapsulated with the tissue. The patient was doing well after the procedure.